Event description:
When we came back from vacation, our kids got tested due to travel in order to return to school because we are fully vaccinated, we didn't have to test. During the vacation, everyone was sharing drinks for the whole 7 days and sleeping in the same room, and sharing one bathroom. My son (B)(6) tested positive and his sisters were negative. On day 5 his sisters test negative again. (B)(6) never had any symptoms and no one else did either. I don't think he was asymptomatic since he was sharing drinks, a room, and one bathroom with his sisters the entire vacation so they should have tested positive too if he was asymptomatic. Day 7 after the positive test, (B)(6) got an antibodies test since his doctor thought he might have had covid a month ago when he was sick. Antibodies test came back negative--no antibodies. I would appreciate it if you investigate this since I think he had a false positive test at a state-run facility. It's also upsetting that my kids missed two weeks of school to quarantine due to a possible inaccurate test. And my son has to miss three weeks of sports when he was never sick. The test was done at (B)(6) state run testing site. FDA safety report ID# (B)(4).